Manufacturer narrative:
Both armrest assemblies were replaced and new arm pads were provided. In addition, replaced drive tires and casters. Unit is working properly.

Event description:
Consumer alleges she was moving forward in her chair, moving left to right with pressure on the armrests preparing to transfer to her shower chair when allegedly a bolt in the armrest snapped allegedly causing her to fall headfirst into the tiled floor.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was moving forward in her chair, moving left to right with pressure on the armrests preparing to transfer to her shower chair when allegedly a bolt in the armrest snapped allegedly causing her to fall head first into the tiled floor.